Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the customer found something like stain or fungi inside the package of pulsavac plus set. This product was stored in operating room before using. There was no signs of packaging damage. Customer follow-up communication found no pt harm occurred in this incident.